Event description:
It was reported that a patient underwent a face lift procedure on (B)(6) 2013 and a drain was used. The surgeon reported that the trocar appeared to be bigger than previous similar products used and was damaging to the patient. The patient experienced significant bleeding because of the larger size and had to use more cautery because of the trocar. There is no additional information at this time.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
(B)(4). Two drain pieces with trocars for comparison were returned for evaluation. Both trocars met the specifications.